Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient¿s wound at their ins implant site did not heal properly. The patient went to see their healthcare provider on (B)(6) 2018, and they had to go back in the following day because the wound did not heal properly. On (B)(6) 2018 the healthcare provider reopened the wound, removed the ins, cleaned out the wound, put the ins back in, and then closed the wound. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.